Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen is not responding properly; data is jittery when setting patient parameters; 1st generation nav ring does not function. The customer reported there was patient involvement and no patient harm.